Event description:
The pt has two leads from the same lot numbers. It was reported the pt no longer felt effective stimulation coverage and he had to turn stimulation up higher to feel pain relief. He also reported his stimulation on the left side was skipping from his hip to foot. Diagnostic testing revealed invalid impedance on multiple lead contacts. Reprogramming around the invalid lead contacts resulted in effective coverage; however, the physician felt the pt would undergo surgical intervention. F/u identified the physician explanted and replaced the leads with a paddle lead on (B)(6) 2013. The explanted devices will not be returned to the MFR.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.